Manufacturer narrative:
Corrected data: section d6a: date of implant should not have been previously included as the product is not implantable. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event dates of (B)(6) 2025 was reviewed. In the data reviewed, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected, consistent with the reported controller exchange. The alarm did prevent the controller from supporting the controller as intended while the driveline was connected. No other notable events were observed in the data reviewed. Attempts were made to obtain additional event information, but no response was received. The reported backup battery fault alarm was determined to be due to the backup battery not passing the load test. A corrective and preventative action (CAPA) was implemented to address the backup battery not passing the load test due to issues with the backup battery connector. Per the device history record review, the system controller was manufactured prior to the implementation of the CAPA, which implemented the application of grease on the backup battery cable. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. It was noted during this review that the controller was manufactured without the application of grease to the backup battery cable, consistent with it being manufactured prior to the implementation of CAPA. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files from both the primary and secondary system controllers were sent for review. The patient was in the emergency department. The patient was on the primary controller until they switched to the backup controller which they were currently connected to. The event log for the primary controller captured mainly routine events up until (B)(6) 2025 at 06:40 when an emergency backup battery (ebb) fault occurred. This appeared to be due to an ebb load test failure. The controller was exchanged shortly after on (B)(6) 2025 at 06:41. The event log for the backup controller showed connected at (B)(6) 2025 at 06:30 with ebb faults occurring for the remainder of the log.